Event description:
The contact called in for help with the customer's meter. While troubleshooting, the contact performed control tests and received a result of "lo." The normal control range was 98-135 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.